Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter connector was dirty which contributed disable on the meter. User might apply blood inappropriately or failure to appropriately maintain the devices. We tested the standby current of returned meter, the result was 3.0. The criteria is <55. Pass. Meter dose not responsable when we inserting test strip. Meter's connector was contaminated with blood. User operation issue. Because patient did not return his strips, so we tested the retain strips of same batch from our warehouse (same as patient's strip lot number: d180731-1 ) with our in house control solution and in house meter. The control solution tests for level low were 60/60 mg/dl, for level high were 229/230 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 220~330 mg/dl. All results were within the acceptance range. Pass.

Event description:
Reporter stated that medical attention was sought on (B)(6) 2019 around 7:30pm at the end-user's home. Reporter stated that the end-user tested his blood glucose and received a result of 160mg/dl. Shortly after that the end-user was found unconscious. The reporter stated that she then took him to the hospital. Upon arriving at the hospital, the end-users blood glucose was 590mg/dl. The end-user was admitted for 10 hours and was treated with novolog. He was given fluids and medication due to him being nauseous. After seeking medical treatment his prescription of novolog was increased to 45units daily. The reporter stated that the end-users blood glucose was 242mg/dl. He was treated at (B)(6) medical center (B)(6). No additional details were provided.